Event description:
Tah (B)(6) 2011 w/mesh implant. Anterior and posterior, cystoscopy. Left side of incision ruptured at home. On (B)(6), surgeon visited immediately. Steri strip placed over open area. Health declines, fever, abdominal pain, vomiting. CT scan (B)(6) 2011, subcutaneous fluid collection representing abscess or hematoma 9.0x10.5x3.0 cm, lower abdomen. Return to operating room (B)(6) 2011, underwent incision and drainage of hematoma w/associated infection. Four day stay at hosp. Wound vac applied post operatively, worn for (B)(6) months to aid in closure of incision. Pt had pic line inserted during hosp stay. For IV antibiotic therapy-nafcillian- (B)(6) days. Two times weekly debridement of incision. Home health care nurse assigned 3 weekly visits. Continued (B)(6) months. Incision finally close (B)(6) 2011. (B)(6) 2012, scant vaginal bleeding noticed. Pelvic and vaginal canal pain. By (B)(6) 2012, bleeding vaginally becoming frequent. Pain increasing, new extreme pain in bowel movements. By end of (B)(6), bleeding, daily, pain constant, vaginal, pelvic, abdominal. Unable to have intercourse due to causes extreme pain and very heavy bleeding. New doctor sought. (B)(6) 2012, symptoms now daily w/o relief, bleeding now heavy, new doctor exam reveal fistula. Confer with head doctor in practice, end of (B)(6) 2012. Diagnosis "communication" at vaginal cuff, refer to (B)(6). Bleeding day of visit. After 2x visits advised erosion visible naked eye at vaginal cuff. Told mesh implanted causing complications. Recommended surgery. Advised removal very complicated w/severe risk. Refer to (B)(6) hospital in (B)(6), with doctor experienced in mesh removal/revision. Appt coming up (B)(6) 2012. Symptoms continue as of this report only increasing. Pain extreme unable to walk at times. Also lower spine now shows deterioration. Shooting pain buttocks, lower back, back of legs.

Event description:
Add'l info rec'd 08/10/2012: to say the least this was a very difficult time in my life, during which my mother was also dying from uterine cancer. I had been my mother's caregiver, and was now unable to return to her because I was so ill. When the day finally approached that the wound vac therapy would end, I actually thought life would resume to normal. I was wrong. Just 6 weeks later, new symptoms developed, I now had bleeding vaginally, and tremendous pain in my vaginal area. After seeking and finding a new gynecologist, it was diagnosed that I had a "fistula" in the vaginal cuff, it would later be determined that "fistula" was actually an area of mesh erosion. To date I have constant infections, problems voiding or making bowel movement. My husband and I are unable to have intercourse, pain is just intense, besides the bleeding, and my husband being injured in his private area. Most recently I have developed a new injury. The area between vaginal wall and rectum have an area that has eroded all the way through. Now when I "push" to have a bowel movement, my vaginal area becomes filled with fecal matter. Sometimes it happens whether or not I am straining, as just this morning I wake again with fecal matter in this area. I have difficulty walking, my lower spine and hips hurt so badly. Many mornings I wake actually feeling as if I have become paralyzed. Can you possible imagine the humiliation and embarrassment with some of these injuries. The constant pain is another factor, for the past 14 months I have been sent to the sidelines of my life story, only able to observe as a spectator. I would be glad to submit my entire medical records for review to the FDA if you should request. I do not blame the FDA for any of my injuries. However I do blame the manufacturer of the device implanted in my body. It is a well documented scientific fact what effects polypropylene materials have on the human body. A study conducted by dr (B)(6) md, university of (B)(6) medical center, has done just that. In a report titled "polypropylene is not inert in the human", he has compiled hard evidence to support banning products made from these materials from implant in the human body. He also calls into question, whom is now controlling our thoughts and who teaches us new surgical procedures. This is just one such example, of the many many articles of medical literature published on the usage and effects of surgical mesh. According to acog committee opinion number 352, published december 2006. Ethical guidelines state "without adequate data on the risk and benefits of new treatments, pts are unable to provide a true informed consent", by 1986 it was known that polypropylene degrades in the human body. Chronic inflammatory reaction, macrophages secrete acidic compounds, which in turn cause oxidation, this causes the degradation, causing toxic compounds, mesh shrinkage, and an enhanced inflammatory reaction. Which in turn causes an immune response, that leads to total mesh infection, and erosion. Where complications and adverse events are concerned they are not limited to surgical mesh placed "transvaginally", while it may appear true that there are more risks with the transvaginal approach, that idea should be examined with caution. In today's surgical market it can be understood that more pop repair surgeries are done with the transvaginal method vs abdominal approach. That factor alone could be the reason behind more adverse events being reported for mesh placement of transvaginal surgery. If less abdominal procedures are done, how can the comparison be made and expect to receive true statistics? I can certainly tell you, I had to endure just as many if not more injuries than those listed for known risk of transvaginal placement of surgical mesh. Also the medical world should realize that these "adverse events", "known risk" and injuries are not unique to surgical mesh implanted transvaginally. In an article titled "mesh related infections after hernia repair" clinical microbiology and infection: volume 11, issue 1. Tuft university of boston, published november, 2004. The rate of infection with hernia repair with mesh has been shown to be as high as 8%, this has been shown that regardless of the route of placement, once mesh is implanted into the human body, a chain of reactions start to take place. During a 2010 comparative analysis of 100 ex plants of polypropylene mesh, used as an enforcement for pelvic surgery shows polypropylene surgical mesh is not inert. Please consider this. The injuries to people are simply uncalled for. Is the FDA aware that the majority of american citizens now think that there is a conflict of interest in the way FDA provides marketing approval for drugs and devices. I can only pray that is untrue, to know that "safety" could be brought by deep pocketed drug/device manufacturers would be devastating. These types are devices are unsafe period. Look at mesh used for hernia repair, same outcome, same adverse events. It does not take a rocket scientist to understand what the common denominator is here. The material the mesh is manufactured from. When you look at the effects of polypropylene on the human body it is clear to see, this material should not be in anything that is intended to be implanted in the human. Below you will find a link to information available on the internet. This is a video from all types of people that for one reason or another have had surgical mesh implanted. Notice they all have same adverse events, same injuries, and all of them are suffering now. I plead with you to please examine what I am saying here. Take these devices off the market please, stop devices made from the bio materials. (Which polypropylene) is actually a waste product leftover from petroleum being manufactured. Also I think the chain of supply should be examined from where the manufacturers actually purchase the pellets, or powdered bio materials of polypropylene that is used to make these devices. There are only a few manufacturers of petroleum in the world, and while many of them sells the polypropylene material in the raw, I am unable to find one (1) that does not give a disclaimer that these materials are not intended to be used in products of medical devices that will be in contact with the human body, tissues, or fluids. (B)(6). Right now in our nation we are looking at ways to slow the growth of health care cost, how much do think defective devices have cost our nation? Many times after implant these pts will need extended long term health care, multiple surgeries. Extended hospital stays, and require treatment with very costly anti-biotics. When it is looked at like this, its easy to realize why health care premiums are so costly. It is a domino effect. Take into account the cost of legal litigation involved with defective devices. Something needs to happen here, this is totally out of control. As a citizen we count on our government to protect us. The epa has laws restricting certain chemicals in the environment, yet those laws are lacking where medical devices are concerned. I feel the first thing to do, would be to implement a study to prove the safety of these materials being used to manufacture these devices for implant into the human body. Look at what is happening here, there are currently many devices that are now involved in legal litigation, and what do these devices have in common? Again the material used to manufacture them. It is clear to see, this material has not proven safe for any method of implant. I had mesh implanted to correct pop, mine was done abdominal, look at hernia mesh placement, abdominal placement, same exact injuries, complications. Protect us please. We trust the FDA to keep us safe. I question if this a vehicle that had caused this amount of human suffering, you think it would not be subjected to a mandatory recall? We know it would. I will not rest until this matter is looked at. Thank you for your time. I can only hope that my plea made here will not fall on deaf ears, as no one deserves to have this happen in their life. (B)(6), pt suffering from the devastation of mesh.

Event description:
Add'l info rec'd from rptr (B)(6) 2012: this is an update to (B)(4). Caller states that boston scientific who was previously named as manufacturer of the device, is incorrect, proxy biomedical (B)(4) is the manufacturer and (B)(4) is the licensed distributor. Caller questions the safety of the device made from polypropylene.